Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump's battery gauge would not move after it had been charged. No power source alert was declared. If the pump is left plugged in for a few hours, it charges very slowly. There was no reported impact to the customer's blood glucose level. The customer was to use the pump to manage diabetes.